Event description:
The physician deployed a 2.75 mm diameter x 30 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that when the stent was successfully placed and deployed, it was noticed that the balloon had punctured. No patient injury occurred and no clinical sequelae were reported. Device evaluation: a small radial tear was located on the distal balloon working length.

Manufacturer narrative:
Results: inherent risk of procedure (balloon rupture); related to operational context (successful stent deployment indicates successful balloon expansion prior to the balloon leak). Conclusion: related to operational context (successful stent deployment indicates successful balloon expansion prior to the balloon leak); known inherent risk of procedure (balloon rupture). (B)(4).